Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent was used during a bile duct drainage procedure performed on (B)(6) 2013. According to the complainant, on (B)(6) 2013 this advanix preloaded stent was placed in the left intrahepatic duct stricture which will then be changed every 3 months. The deployed stent was implanted in a way wherein the proximal of the stent was out from the papilla of vater. However on (B)(6) 2013, patient feels stomach discomfort. An endoscopic retrograde cholangiopancreatography (ercp) was done and confirmed that the stent migrated was buried in the duodenal wall at the opposite side of the papilla. The stent was removed on (B)(6) 2013 by cutting mucosa, which had been attached to the proximal stent. CT scan was also performed and it was confirmed that there was no perforation. No other intervention was needed and the patient was discharged. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good and has been monitored.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry date. (B)(4) for stent migration post procedure. The complainant indicated that the device remains implanted and will not be returned for evaluation at the time of reporting; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.